Manufacturer narrative:
The company representative examined the system and replaced the fluidics module. The system was then tested and met all product specifications. A sample was returned for evaluation and analysis. A visual assessment of the returned fluidics module did not reveal any nonconformities. The report of cassette stuck in the module was unable to be confirmed as the module was sent back without the "stuck" cassette. The reported events of the system generating a message and "cassette unable to eject" were unable to be confirmed nor replicated through functional testing; the fluidics module met specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported during first procedure of the day, a system message error displayed and the cassette could not be ejected. The unit was rebooted several times, but the message persisted. Another system was used to complete the surgery on the same day. There was no patient harm reported. Additional information has been requested.